Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, had the end of the anchor worn down by the bone track. This was detected during procedure on (B)(6) 2024. Ar-2324bcc was used to press the tendine-braided line of tibial end. Using ar-1922p and ar-1927ptb-45 to prepare the bone socket. Then inserting the anchor into the tunnel. While attempting to insert the anchor into the tunnel, it was found that the end of the anchor was worn down by the bone track, which caused the anchor to be unable to be inserted. Procedure was completed successfully with no patient harm by using another new ar-2324bcc.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: complaint allegation is not confirmed. Visual inspection identified that the driver was returned without the bio-screw, eyelet, and sutures for investigation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.